Manufacturer narrative:
(B)(4).

Event description:
The patient died from a sudden illness of unknown causes. During the latest follow-up the physician found an intrinsic ventricular rhythm and no vt/vf episodes in the previous months. No changes to the device were made at that time and the patient was being monitored.